Event description:
Customer states: "we had one of those catheters, unfortunately, the tip had broken off inside the pt. Graspers were used to remove the tip with no harm to pt."

Manufacturer narrative:
One opened catheter was received noting the wedge to be loose in package. Upon closer examination of ends, adequate adhesive as well as roughening was noted on the catheter along with the inside of the wedge tip. The o.d. Of the catheter and i.d. Of the wedge tip were noted to be within specifications. Each catheter is 100% pull tested prior to packaging to assure integrity. Customer was contacted to determine where the tip was left in the pt; the left ureter. Further investigation is currently underway. When additional information becomes available, it will be forwarded.